Event description:
Medtronic received information that during the implant of this mechanical valve, after the valve was sewed in, it was discovered that one of the valve leaflets were not moving properly. The surgeon attempted to reposition the valve, but it did not improve the valve function. As a result, the valve was explanted and replaced with another 24 mm valve with no adverse patient effects. The valve has been returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, no visual anomalies or damage were noted. The leaflets were fully mobile and the carbon subassembly rotated normally in the sewing ring. Functional testing of leaflet motion, which included full open and close function of the leaflets, concluded that the valve met functional specifications. Measurements verified that the valve met all dimensional engineering specifications. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The clinical observation could not be confirmed as the device met functional and dimensional specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: the valve has been returned and continues to undergo extensive analysis. Upon completion of the analysis, a follow up report will be submitted. (B)(6). (B)(4).